Event description:
All zimmer suction machines continue to vibrate the floor causing the microscope to shake. This creates difficulty and danger for surgeons using micro instruments. We placed floor cushions under wheels of zimmer suction to decrease vibration. Management was made aware and is working with the manufacturer for options.